Event description:
The article, "case report: optical coherence tomography to guide pci of iatrogenic injury of the circumflex artery after minimally invasive mitral valve repair", was reviewed. The article presented a case study of a 42-year-old male patient who presented for elective mitral valve repair surgery. It was reported on an unknown date, a 38mm seguin semi-rigid annuloplasty ring was chosen for implant. After the patient was extubated the following morning post-procedure, electrocardiogram (ECG) monitoring noted third-degree atrioventricular block accompanied by episodes of non-sustained ventricular tachycardia. Repeat coronary angiography revealed stenosis of the dominant circumflex artery the takeoff of the third obtuse marginal (om) branch. A lesion appeared to be caused by an inadvertent lesion of the circumflex artery by mitral valve annular sliding stitches. A decision was made to perform percutaneous coronary intervention. Optical coherence tomography (oct) exam noted severe lumen reduction with intramural hematoma in the distal segment. A decision was made to implant a 3.5-mm × 25-mm sirolimus-eluting stent. No conduction disturbances after revascularization was reported and the physician attributed prior episode to ischemic origins. The patient status was reported stable. The article concluded oct provides a valuable tool in determining the mechanism of cx injury after minimally invasive mitral valve repair, helps to determine optima treatment, and can guide percutaneous revascularization. [The primary and corresponding author was dusan borzanovic, department for interventional cardiology, dedinje cardiovascular institute, belgrade, serbia, with corresponding email: (B)(6) ]

Manufacturer narrative:
As reported in a research article of case report: optical coherence tomography to guide pci of iatrogenic injury of the circumflex artery after minimally invasive mitral valve repair. A more comprehensive assessment could not be performed as the event was non-contemporaneously reported through a literature review and no device was received for analysis. Based on the information received, the cause of the reported incident could not be conclusively determined. Literature attachment: article title "case report: optical coherence tomography to guide pci of iatrogenic injury of the circumflex artery after minimally invasive mitral valve repair".